Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au680 clinical chemistry analyzer. The fse inspected the instrument and found multiple issues. The fse found worn roller pump tubing, sample syringe and wash syringe. The fse also determined the buffer valve malfunctioned. The failure mode was due to multiple hardware malfunction. The fse replaced the roller pump tubing, sample syringe, wash syringe, and buffer valves to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported the au680 clinical chemistry analyzer generated ten (10) low sodium (na) patient results and negative/low anion gaps. The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.